Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j92093788, implanted: 1992-(B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2009-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the pump was removed six months after implant due to a (B)(6) infection. The medication in the pump system at the time of the event was not specified. Additional information has been requested, but was not available as of the date of this report.